Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery (lad). Pre-dilation was not performed. Following the insertion of a 3.5 non-bsc guide catheter, a 3.00x24mm promus premier drug eluting stent was then advanced, but failed to cross the lesion. When the stent delivery system (sds) was pulled back, the stent was caught on the edge of the guide catheter and started to come off from the stent delivery balloon. The physician pushed the stent forward and ended up deploying it in the mid lad, but not in the intended location. The deployed stent was post dilated with a 3.0 quantum balloon catheter at approximately 20 atmospheres. Another unspecified sized promus was placed through it and deployed distally. No further patient complications were reported and the patient's status was fine.